Event description:
On 11/9/05, the lay pt contacted lifescan alleging that her one touch ultra meter was reading inaccurately high. The next day, the medical affairs specialist (mas) spoke with the pt to obtain/verify the following information: the pt has had diabetes for 50 years and uses an insulin pump. She recently moved to a new town and feels that she has experienced stress with the move. On 11/9/05, she obtained results of 237 mg/dl at 8:00 am, 383 mg/dl at 1:00 pm, 223 mg/dl at 2:00 pm, and 178 mg/dl at 4:00 pm. She tested using 2 different meters; she did not recall which results were obtained on the reported meter. She did not have symptoms of high or low blood glucose level. She went to the ER at 5:30 pm, due to the elevated meter blood glucose results. She told the mas she did not know what blood glucose resuls were obtained in the ER; although, she had previously told the lifescan customer service agent (csa) a result of 110 mg/dl was obtained after she went to the ER. She said another result of 32 mg/dl was obtained in the ER and she was given orange juice and a turkey sandwich. She was released from the ER and returned home at 9:30 pm. The mas walked the pt through 2 attempted control solution tests using the reported meter and the meter would not count down and did not provide a result. The pt performed a control solution test on another one touch ultra meter and the result was within the specified control solution range. The csa replaced the meter, test strips, and control solution after speaking with the pt on 11/9/05. The complaint is reported as a product malfunction, as the pt could not obtain a control solution result using the reported meter.